Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Contact number #: (B)(6). Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a (B)(6)-year-old patient who underwent breast surgery with a 650cc mentor ce med height te tissue expander experienced right sided deflation post procedure. The right sided deflation was confirmed by a physician. As a result, patient had an explantation on (B)(6) 2019.